Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis remains implanted and, therefore, was not available for direct analysis by gore. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Additionally, the IFU states ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.¿

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Immediately following the procedure, a type ii endoleak and/or type iiia endoleak was suspected. The physician continued to monitor the patient. On (B)(6) 2020, computed tomography (CT) imaging reportedly appeared to show aneurysm enlargement (amount unknown) and a proximal type I endoleak. On (B)(6) 2020, a follow-up angiograph reportedly confirmed the proximal type I endoleak. On the same day, an aortic extender endoprosthesis was implanted proximally. The endoleak was resolved, and the patient tolerated the procedure. According to the report, the patient¿s proximal aortic neck was tortuous. However, during the initial procedure, the proximal neck was reportedly straightened by the stiff guidewire. The physician commented that the proximal neck went back to its tortuous state post-operatively, and the stent graft was not properly apposed with the vessel wall. It was reported that the proximal end of the trunk ipsilateral leg endoprosthesis may have been slightly invaginated due to blood flow.